Manufacturer narrative:
The damage to the frame and actuator in conjunction with the rub mark on the rear corner appears indicative of customer misuse. (Operating the chair against an obstruction) it is unknown how the damage is related to the alleged leg injuries as there was nothing protruding from the ottoman. The owner's manual contains chair placement/clearance instruction.

Event description:
Consumer alleges about 2 months ago he allegedly got stuck in the chair and had to call 911. He is also alleging that due to chair not working at times and waiting for warranty parts, has allegedly caused wounds on his legs and went into hospital.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges about 2 months ago he allegedly got stuck in the chair and had to call 911. He is also alleging that due to chair not working at times and waiting for warranty parts, has allegedly caused wounds on his legs and went into hospital.